Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump code error alarm and motor error alarm. Customer's blood glucose level was unknown. Customer reported that the insulin pump had no delivery alarm, button was hard to press and erased setting when putting in new battery loses insulin during priming. The insulin pump will not be returned for analysis.